Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, vaginal wall reconstruction, and laparoscopy. The patient experienced stress urinary incontinence and bladder infections. It was reported that the patient underwent anterior wall reconstruction with excision of anterior vaginal wall mass, excision of multiple bilateral labia majora sebaceous cyst on (B)(6) 2009, and mesh revision surgeries in (B)(6) 2006, (B)(6) 2009 and on (B)(6) 2012. The patient underwent lysis of adhesion in 2006 and 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent repair of right inguinal hernia using additional mesh on (B)(6) 2010 (per report of operation).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient concurrently underwent laparoscopic assisted total vaginal hysterectomy bilateral salpingo-oophorectomy.